Manufacturer narrative:
Conclusion: the device is available for return and a follow up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was treated for an acom aneurysm. The vasculature was accessed with a microcatheter (excel 14) inside of a neuron guide catheter over a micro guide wire. There was no friction or problems noted during access. Then, the physician removed the micro guide wire and introduced a gdc10 into the lumen of the microcatheter but the coil was blocked 10 cm into the catheter. The physician removed the coil and re-inserted the wire, again without issue. The physician removed the microcatheter, flushed it and cleaned the wire then put everything back into the patient and again, could not advance the coil. The physician decided to use a new microcatheter and again put the microcatheter through the neuron over the guide wire then removed the wire to place the coil and still could not advance the coil past 10 cm into the microcatheter. Finally, the physician removed the neuron guide catheter and found a kink in the catheter about 10 cm from the hub. The physician exchanged for a new neuron and proceeded with the case successfully. There was no reported patient injury.